Event description:
During deployment of a 3.0 mm diameter x 24 mm length stent, it was noted that the stent was not on the catheter. Stent lost in vivo. This is the only info provided to ave. There was no add'l clinical sequelae reported relative to the event.